Event description:
It was reported that a patient, female, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. A perforation was noticed when the patient¿s blood pressure dropped and the heart was beating at a very slow pace. The perforation was confirmed through echo. A pericardiocentesis was performed and one liter of fluid was removed; 300 ml were auto-transfused back to the patient. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. There was a transseptal puncture performed with a brockenbrough needle (non bwi product). The event occurred during ablation phase and it is unknown the overall time for ablation at the site of injury as well as the last ablation cycle. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: generator was under power control mode, power at 20 or 25 w, flow setting at 17 cc. The patient received act and maintained during the procedure in the range of 350 ¿ 400 s. An agilis sheath (non bwi product) was used.

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient, female, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. A perforation was noticed when the patient¿s blood pressure dropped and the heart was beating at a very slow pace. The perforation was confirmed through echo. A pericardiocentesis was performed and one liter of fluid was removed; 300 ml were auto-transfused back to the patient. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. There was a transseptal puncture performed with a brockenbrough needle (non bwi product). The event occurred during ablation phase and it is unknown the overall time for ablation at the site of injury as well as the last ablation cycle. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: generator was under power control mode, power at 20 or 25 w, flow setting at 17 cc. The patient received act and maintained during the procedure in the range of 350 ¿ 400 s. An agilis sheath (non bwi product) was used. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation on january 22, 2015. The analysis has begun but is not completed at this time. B) concomitant bwi products: product: webster® cs catheter with ez steer¿ technology, us catalog # bd710fj282rts, lot # 17100961m. Product: webster¿ electrophysiology catheter with auto ID: us catalog # d1086784, lot # 17090136m. Product: carto® 3 system: us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # unknown. Product: coolflow® irrigation pump: us catalog # cfp002, serial # unknown. (B)(4).